Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
System error was displayed on programmer screen when clinician powered on the programmer. Error cleared when power was cycled off then on. The programmer remains in use. No patient involvement was reported.